Event description:
On 10/20/00 co learned that the pt was discharged from the hosp within the normal timeframes after a successful ultrasound guided compression was performed to resolve the pseudoaneurysm. No further complications were reported.

Event description:
The customer reported that following a diagnostic catheterization procedure a vasoseal vhd kit size 2 was deployed. On the following day the patient developed a pseudoaneurysm. No further information was available at the time of this report.